Event description:
Received information that a patient experienced non-microbial sterile keratitis but microbial keratitis could not be completely ruled out. The patient may have been wearing this lens type at the time of the event. Approximately 5 months following the lens fitting, patient presented with complaints of left eye pain, and redness. Exam revealed best corrected left visual acuity: 20/20 and on central 0.5 to 1mm, anterior stroma corneal infiltrate with coalesced overlying strain, and watery discharge. No culture was taken. Practitioner diagnosed non microbial/sterile keratitis related to contact lens wear and treated with zymar eye drops. Patient was seen following resolution of the event with a faint scar with left eye corrected acuity 20/20.